Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator stopped oscillating while in use on a patient. The ventilator was swapped out for another ventilator and there was no patient harm. The customer evaluated the ventilator and ran the ventilator with the same settings that were used for the patient and the amplitude dropped to zero and the oscillator stopped and alarmed correctly. The customer noticed excess humidity in the patient circuit that was on the ventilator, but the pressure transducer was dry. The customer also noticed that the power knob lock was broken. The knob worked properly, but would not lock in place.